Manufacturer narrative:
Product event summary: analysis confirmed that the stylus and cursor did not align on the programmer screen, and the stylus was not able to be calibrated. It was also found that the left keyboard hinge was broken, and the lower case was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was unable to be calibrated. Troubleshooting was attempted, but the programmer would not do anything towards calibrating. The programmer has been returned for service. No patient complications have been reported as a result of this event.